Event description:
"S/p b subgl periareolar salines for augmentation. These leaked and were replaced with gels. The l was removed secondary to staph infection and replaced. Developed encapsulation and had multiple closed capsulotomies (1984, 1986, 1986, 1990, 1990, 1991, 1991). C/o systemic probs including 4-5 yrs progressive arthralgias, myalgias, severe dysesthesias/paresthesias involving l arm which permanently unable to bear wgt of shoulder bag. Has spasms in neck, c/o l ex adenopathy, one episode l tmj probs, memory probs, oral sores, sen sun/cold and episode of severe choking. Reports wgt fluctuations, gi/gu disturb, and nail ridging."